Manufacturer narrative:
Additional information was received that the ipg and leads were replaced per physician¿s preference and he did not suspect device malfunction. The patient was doing well post-operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was not able to charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg was not able to charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no further course of action taken at this time.

Event description:
A report was received that the patient's ipg was not able to charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg and leads were replaced.

Event description:
A report was received that the patient's ipg was not able to charge. The patient will undergo a revision procedure wherein the ipg will be replaced.